Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter gave an error 5 message and an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014, they obtained an error 5 and an apply sample message and was unable to test. It is not known what medications the patient may be on. It is not known if the patient continued his usual diabetes management regimen or made changes after the issue began. The patient claims she developed symptoms of ¿dizziness, shakiness, general discomfort and does not feel well¿ approximately 30 minutes after the product issue. It is not known if the patient received any treatment due to the product issue. At the time of troubleshooting, the cca confirmed that the patient¿s technique for applying the blood to the test strip was incorrect and this was the first time the product was being used. The alleged issue was not resolved through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.